Event description:
A facility reported a microsensor was found torn out during procedure. The procedure was completed with a replacement product available. No surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- it was noted the catheter was not torn out of the drainage tube, but that the catheter itself was encapsulated in the drainage tube. It was rendered non-functional because of mishandling. The complaint could not/could be verified through failure analysis. Root cause- the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Per the supplier, the sensor was deemed non-functional due to mishandling.